Manufacturer narrative:
The internal investigation into complaint related device included the following: the product met acceptance criteria for qc release. The processing records indicate the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. There were no ncr or deviations observed during batch record review related to the event reported. The distribution/implantation history records for reported lot revealed that there were 560 grafts distributed from lot sp100064, including 108 reported as implanted. As per query of complaint management database, no other complaints related to the reported event have been reported to lifecell for lot sp100064. Pathological evaluation of returned explanted specimen was performed and showed evidence of acute and chronic inflammatory response from the specimen received. Evidence of acute and chronic inflammatory response was present as well as an area of non-incorporation of the strattice bps. In addition, no infection was noted as gram and fungal stains are negative. It is unable to be determined if the presence of inflammatory response is the cause of the non-corporation or the non-incorporation caused the inflammatory response. Inflammation is an anticipated event with this type of procedure. Based on internal investigation into the reported lot (no complaints related to the reported issue for the lot, review of batch processing records for dose audit results, sterilization records and pathological evaluation of the returned explanted specimen) the event is highly unlikely related to the strattice.

Event description:
It was reported that a female patient had breast revision surgery on (B)(6) 2014 where strattice was implanted with mentor smooth implants. Patient presented with a firm breast (r breast) and the surgeon suspected unilateral capsular contracture. Based on the information received on 7/2/2014, the complaint was decided as not reportable event since the capsular contracture is a documented complication associated with implant-based breast surgery in which strattice may be used and not related to the device. Lifecell received additional information on 10/24/2014 that the surgeon explanted the strattice from the right breast due to capsular contracture. This information did not change the reportability decision made earlier. The explanted specimen was returned to lifecell and pathological evaluation was performed by lifecell ((B)(6) 2014). The complaint was reviewed for reportability with findings of pathological evaluation of explanted returned specimen. Lifecell is reporting the event based on finding of the pathological evaluation. Explanted specimen showed evidence of acute and chronic inflammatory response. Evidence of acute and chronic inflammatory response was present as well as an area of non-incorporation of the strattice bps. In addition, no infection was noted as gram and fungal stains are (B)(6). It is unable to be determined if the presence of inflammatory response is the cause of the non-corporation or the non-incorporation caused the inflammatory response.